Event description:
It was reported that the patient presented with cervical myelopathy and bilateral leg radiculopathy. The patient reported that she was involved in an mva approximately 3.5 months prior. The day after the accident, she noted severe back pain as well as a gradual onset of left lower extremity sciatica. Patient was noted to have some clonus or hyperreflexia. Imaging studies revealed bilateral l5 pars fractures with a grade 2 l5-s1 spondylolisthesis and impingement on the exiting l5 nerve roots. Cervical spine MRI revealed a c6-c7 central disk herniation with cord compression. MRI of the lumbar spine shows bilateral neural foraminal stenosis at l5-s1, degenerative disk disease at l4-5 and l5-s1, a high intensity zone of the l4-l5 disc suggestive of an annular tear, and modic changes at the inferior endplate of l5 and superior endplate of s1. The patient underwent l3-s1 bilateral laminotomy and foraminotomy, decompression of the nerve roots and cauda equine and posterior interbody fusion at l4-5 and l5-s1 with placement of interbody cages, posterior fixation, local bone graft and rhbmp-2/acs. At 1086 days post-op, the patient presented with lumbar radiculopathy and lumbar post laminectomy syndrome. An MRI of the lumbar spine found posterolateral bony fusion with partial bony fusion of the left endplates of l4/5 and l5/s1. No ectopic bone formation. Hardware is intact.

Event description:
It was reported in a (B)(4) publication that the patient underwent back surgery using rhbmp-2/acs. Post-op, the patient developed unwanted bony overgrowth, which led to nerve impingement and pain so severe that the skin and tissue around her spine "feel like they are literally burning." The patient has shooting pain in her hip, thigh, foot, and groin and says she does not know how much longer she can continue working.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
Reportedly, the patient underwent a posterior lumbar fusion at l4-l5-s1 using rhbmp-2/acs. It was further reported that patient's post-operative period was marked with increasingly severe pain and that imaging studies showed uncontrolled bone growth resulting in nerve impingement near the original surgical site. It is reported that patient has nerve impingement at l5 causing shooting pain in her hip, thigh, leg, foot and groin. The pain is so severe that the skin and tissue in her lumbar spine feel like they are literally burning. Patient has been considered for revision surgery but is fearful it will worsen her condition. It is reported that the patient suffers severe injury including but not limited to bone overgrowth causing nerve impingement and chronic pain. Reportedly, imaging studies have demonstrated that the "bone overgrowth is 'significant' and is causing 'significant neurologic impingement.'"

Manufacturer narrative:
(B)(4)

Event description:
Between (B)(6) 2010 through (B)(6) 2011, per the patients billing records the patient attended multiple pain specialist office visits. On (B)(6) 2010, per the patient¿s billing records, the patient underwent a lumbar spine MRI and a thoracic spine MRI. On (B)(6) 2010, per the patient¿s billing records, the patient underwent a percutaneous lysis of adhesion procedure. On (B)(6) 2010, per the patient¿s billing records, the patient underwent psychological testing. On (B)(6) 2011, per the patient¿s billing records, the patient underwent a brain stem MRI. On (B)(6) 2011, per the patient¿s billing records, the patient was seen in an office visit and had the billing diagnosis of post-laminectomy syndrome, lumbar region; thoracic or lumbosacral neuritis or radiculitis; and unspecified neuralgia, neuritis, and radiculitis. (B)(6) 2011, per the patient¿s billing records, the patient was seen in an office visit and had the billing diagnosis of thoracic or lumbosacral neuritis or radiculitis and unspecified neuralgia, neuritis, and radiculitis. On (B)(6) 2011 and (B)(6) 2012 per the patient¿s billing records, the patient was seen in an office visit and had the billing diagnosis of thoracic or lumbosacral neuritis or radiculitis and underwent a therapeutic injection procedure. On (B)(6) 2012, per the patient¿s billing records, the patient was seen in an office visit and had the billing diagnosis of post-laminectomy syndrome, lumbar region; thoracic or lumbosacral neuritis or radiculitis; and unspecified neuralgia, neuritis, and radiculitis. On (B)(6) 2012, (B)(6) 2013, per the patient¿s billing records, the patient was seen in an office visit and had the billing diagnosis of post laminectomy syndrome, lumbar region and thoracic or lumbosacral neuritis or radiculitis. On (B)(6) 2013 per the patient¿s billing records, the patient was seen in an office visit and had the billing diagnosis of post laminectomy syndrome, lumbar region; thoracic or lumbosacral neuritis or radiculitis; and unspecified essential hypertension. On (B)(6) 2013 per the patient¿s billing records, the patient was seen in an office visit and had the billing diagnosis of post laminectomy syndrome, lumbar region;thoracic or lumbosacral neuritis or radiculitis. The patient underwent a therapeutic injection procedure and percutaneous implantation of a neuro-stimulator. On (B)(6) 2013, (B)(6) 2014, per the patient¿s billing records, the patient was seen for a post-operative visit and had the billing diagnosis of post laminectomy syndrome, lumbar region; thoracic or lumbosacral neuritis or radiculitis. On (B)(6) 2013 per the patient¿s billing records, the patient was seen for a percutaneous implantation of neuro-stimulator electrode array, epidural incision and subcutaneous placement of spinal neuro-stimulator pulse generator or receiver, direct of inductive coupling. The patient had the billing diagnosis of post laminectomy syndrome, lumbar region. On (B)(6) 2013, per the patient¿s billing records, the patient was seen in an office visit and had the billing diagnosis of post laminectomy syndrome, lumbar region; unspecified reflex sympathetic dystrophy; and chronic pain syndrome. The patient underwent a revision or removal of the neuro-stimulator implantation. It was reported that on (B)(6)-2009: the patient underwent an unspecified spinal surgery where a large ii kit of rhbmp-2/acs was used. No further information was provided. Implant date: (B)(6) 2009. Pt demographics: female. (B)(6) history/comorbidities: alcohol: occasional; acid reflux; migraines; depression; anxiety; insomnia; recurrent sore throats; low back, left hip and thigh pain and hip clonus (onset (B)(6) 2008); lumbar spine pars defect, disc herniation, and cervical spine cord compression; and pain management including narcotics. Accidents: struck by a car as a pedestrian and reportedly sustained multiple cervical fractures ((B)(6) 2008); mva ((B)(6) 2010) surgeries: inguinal hernia repair (unknown date); lasik surgery (unknown date); cervical discectomy <(>&<)> fusion ((B)(6) 2009) allergies: none known medications: fentanyl patch, oxycodone, alprazolam and lexapro on (B)(6) 2009 it was reported that the patient underwent a c6-7 discectomy and fusion. On (B)(6) 2009 it was reported that the patient underwent a l4-s1 fusion using infuse (per the billing records). On (B)(6) 2009, per billing records, the patient was discharged from hospital. On (B)(6) 2009 per billing records the patient underwent lumbar spine and a cervical spine x-rays. On (B)(6) 2009, per patient billing records, the patient presented with cervical disc degeneration; lumbosacral disc disease; and spinal lumbar stenosis. On (B)(6) 2009 the patient presented with neck and lower back pain and underwent a sacroiliac joint block. On (B)(6) 2009 the patient presented with left buttock pain and underwent a left s1 transforaminal epidural steroid injection. On (B)(6) 2010 the patient presented lower back and buttock pain with some pain radiating down into the back of the left thigh and left hip. The patient also complained of skin and soft tissue pain over the entire back. Also reported was acid reflux, constipation, and intermittent diarrhea associated with medication use. On (B)(6) 2010 the patient presented with significant pain in the back and hip and occasional pain shooting down the posterior thigh, the buttocks were reported to be worse than the lower back and the left buttock worse than the right. The patient complained the hip pain <(>&<)> radiating began after the 2009 surgeries. The patient reported being struck by a car as a pedestrian in (B)(6) 2008 and having low back, left hip and thigh pain since. Per the patient they had clonus; lumbar spine pars defect, disc herniation, and cervical spine cord compression. Per the patient s1 joint shots had been no help and epidural injection made things worse. On (B)(6) 2010 the patient presented with low back pain with radiation into the right hip, buttocks, and thigh. The patent underwent a lumbar spine CT scan which demonstrated no evidence of hardware complications or osseous foraminal or central canal stenosis at the post-operative levels l4-s1 and interbody grafts solidly incorporated and posterolateral fusion bone was intact bilaterally, right > than left. There was mild to moderate osseous left neural foraminal stenosis at l5-s1. The patient also underwent a lumbar spine MRI which demonstrated l5-s1 grade 1 anterolisthesis. There was minimal reduced nuclear signal at t2. There was minimal to mild arthrodesis at l2-3; l3-l4. There was mild perithecial fibrosis at l4-l5 and l5-s1. On (B)(6) 2010 the patient presented with left side lower back pain which radiated into her buttocks. The patient also had tenderness in the lower left lumbar spine. A recent CT scan was reviewed which showed solid fusion posteriorly on the right and questionable lucency at l5-s1 on the left. There was some gas present within the disc space still at l5-s1. It was unclear whether there was bridging of bone. Per the doctor¿s notes: ¿in terms of her neck she is doing exceedingly well¿¿ an ap and lateral x-rays were taken of the cervical spine which showed no acute osseous abnormalities. Ap and lateral x-rays were taken of the lumbar spine which showed grade 1 anterolisthesis of l5 on s1 without abnormal motion on flexion or extension. On (B)(6) 2010 the patient presented with chronic thoracic and low back pain with pain radiating into the bilateral buttocks with occasional radiation into the bilateral feet. The noted diagnosis was of lumbar and cervical post laminectomy syndrome; neuralgia/neuritis unspecified; and thoracic spondylosis. The patient also presented with difficulty sleeping; excessive sweating; night sweats; insomnia, acid reflux; joint stiffness, constipation, anxiety, depression, stress, fatigue, and/or headaches. On (B)(6) 2010 the patient presented with low and mid back pain and underwent a lumbar spine MRI which demonstrated postoperative changes related to a posterior fusion from the level of l4-s1 with transpedicular screws and posterior stabilization rods as well as disc spacer devices identified. There was epidural fibrosis surrounding the left sided nerve root in the region of neural foramina from the level of l4-s2. There was no evidence of intrathecal adhesion disease or significant canal stenosis in the region. Minimal enhancement of the dorsal paraspinous soft tissues were likely postoperative in nature and there was no soft tissue fluid collection seen. There was grade 1-2 anterolisthesis of l5 on s1. No edematous changes were seen in the endplate surrounding the disc. There were moderate degenerate changes of the facets at the l3-l4 level resulting in mild bilateral neural foraminal narrowing in that area. A thoracic MRI was taken which showed minimal retrolisthesis of t7 on t8 with slight reversal of the normal thoracic kyphosis in this region. There was no abnormal bone marrow signal to indicate that was an acute. On (B)(6) 2010 the patient presented with pain and underwent a caudal injection. On (B)(6) 2010 the patient presented with low back pain. On (B)(6) 2010 the patient presented with chronic neck and lower back pain and issues. The patient also presented with difficulty sleeping; excessive sweating; night sweats; insomnia, acid reflux; joint stiffness, constipation, anxiety, depression, stress, fatigue, and/or headaches. (B)(6) 2010 the patient it was reported that the patient presented with the pre and post-operative diagnosis of lumbar radiculitis and lumbar post laminectomy syndrome, the patient underwent surgery which consisted of a caudal lysis of adhesions with fluoroscopic guidance. On (B)(6) 2010 the patient presented with chronic neck and lower back pain and issues. The patient reported no significant relief after the (B)(6) 2010 caudal lysis of adhesions. The patient also presented with difficulty sleeping; excessive sweating; night sweats; insomnia, acid reflux; joint stiffness, constipation, anxiety, depression, stress, fatigue, and/or headaches. On (B)(6) 2010 the patient presented with radiculitis and underwent a lumbar spine MRI which demonstrated posterior decompression and fusion l4-s1 with no significant central canal stenosis. There was mild left l5/s1 neuroforaminal stenosis and unchanged mild anterolisthesis on l5 on s1. A cervical spine MRI was also performed which showed broad based osteophyte complex with narrowing ventral csf space at c5/6; mild spondylosis of c5.6 with narrowing of the ventral csf space and mild ventral cord deformity; anterior fusion of c6 and c7 with no significant central canal of neuroforaminal stenosis at that level; and a thin syrinx at the c1, c6, and c7 levels. On (B)(6) 2011 the patient presented with constant low back pain which was affecting the patient¿s daily activities and enjoyment of life. The patient also presented with difficulty sleeping, excessive sweating; night sweats; insomnia, joint stiffness, constipation, and headaches. The patient was on a plan of reducing opioid intake and there was concern for opioid withdrawal symptoms. On (B)(6) 2011 the patient presented with constant low back pain. The pain was affecting the patient¿s daily activities. The patient also presented with complications from current medication including constipation and reflux. The patient reported difficulty sleeping, insomnia, joint stiffness, headaches, feeling anxious, depression, and stress. A recent cervical spine mr was reviewed which showed mild spondylosis of c5/6 with narrowing of the ventral csf space and mild cord deformity and a thin syrinx at c1, c6, and c7 ¿ the significance of which was unclear. A recent MRI was reviewed which showed posterior decompression and fusion of l4-s1 with no significant central canal stenosis; mild left l5/s neuroforaminal stenosis; and unchanged mild anterolisthesis of l5 on l1. On (B)(6) 2011 the patient presented with constant low back pain which is worse at night. The pain affects the patient¿s daily activities. The patient also presented with complication from current medication including constipation, nausea, and weight gain. The patient also reported difficulty sleeping, excessive sweating, fatigue, high blood pressure, lightheadedness, joint stiffness, headaches, feeling anxious, depression, and stress. On (B)(6) 2011 the patient presented pain in the lower back, groin, and buttocks. The patient also presented depression, anxiety and fatigue. On (B)(6) 2011 the patient presented with headaches and constant back pain. The patient also reported achy, sharp and burning pain in the middle and low back, sacral region and hip. Digital inspection of the spinal tissues revealed a fairly moderate amount of pain at the left ilium on the left, and right ilium on the right; t10 to t12, l2 to l5 and the sacrum bilaterally. The patient was given a tens unit for home use. The patient underwent a brain MRI which noted minimal periventricular hyperintensity left frontal lobe ¿ otherwise the MRI was unremarkable. On (B)(6) 2011 the patient presented with back pain with radiation to bilateral thighs and groin and intermittent muscle tension and burning pain. The patient also reported cervical pain with radiation to upper extremities; intermittent headaches; fatigue; night sweats; depression; anxiety; headaches; stress; and a disrupted sleep cycle. The patient reported constipation and intermittent diarrhea related to pain medication usage. A previous brain MRI was reviewed which showed some volume and mild ischemic changes in the left frontal lobe but was otherwise unremarkable. On (B)(6) 2011 the patient presented with back pain with radiation to bilateral thighs and groin and intermittent muscle tension and burning pain. The patient also reported cervical pain with radiation to upper extremities; intermittent headaches; fatigue; night sweats; depression; anxiety; stress; and a disrupted sleep cycle. The pain was described as aching. Per the doctors notes the patient reported being in a mva in 2010 which exacerbated the cervical pain. The patient reported constipation and intermittent diarrhea related to pain medication usage. Diagnosis was reported as: chronic pain syndrome; lumbar post laminectomy syndrome cervical post laminectomy syndrome; myalgia and myositis; and neuralgia, neuritis and radiculitis. On (B)(6) 2008 the patient presented in ER with elbow and leg pain. The patient reported having been struck by a car in the cross walk. The patient reported that the bumper of the car struck their leg and they fell unto their elbow and buttocks. On (B)(6) 2008 the patient presented left hip pain approximately 18 days after they had been hit by a car (auto versus pedestrian mva). The patient underwent a hip MRI which showed a small, less than 1, fluid signal structure posterior and lateral to left ischium which may have represented a varix or ganglion cyst. Due to the size, it was difficult to analyze further. On (B)(6) 2008 the patient presented with left hip pain, buttock pain, and new numbness and tingling on the left leg. On (B)(6) 2008 the patient presented buttocks pain radiating down and into all four toes ¿ the greater toe may not have been involved. The patient underwent an electrodiagnostic study which showed an abnormal electromyogram with an abnormality relating to the left s1 distribution. There was clearly increased irritability but no sustained denervation, no significant dropout in motor units and no evidence of reinnervation. The findings indicated a left s1 radiculitis. On (B)(6) 2008, per billing records, the patient underwent a MRI of the lower extremity joint. On (B)(6) 2008 the patient presented with lower back pain radiating to the left lower extremity and lumbar radiculopathy (post trauma on (B)(6) 2008). The patient underwent a MRI of the lumbar spine which demonstrated a posterior broad based protrusion abutting the left l5 nerve root and l5 on s1 grade 1 anterior spondylolisthesis with associated bilateral pars defects and 3-4mm posterior broad based disc protrusion resulting in severe left foraminal stenosis and moderate to severe right neural foraminal stenosis. On (B)(6) 2008 the patient presented for a consult and underwent a lumbar spine x-ray which showed mild degenerative changes with bilateral pars interarticularis defects at l5-s1 with grade 2 spondylolisthesis and mild dynamic instability at l5-s1. On (B)(6) 2009 the patient presented back pain with some numbness down the posterior aspect of the left leg radiating to the dorsum of the left foot. There was pain on palpitation on the lumbar spine. A previous lumbar spine image study had shown isthmic spondylolisthesis at l5-s1. On (B)(6) 2009 the patient presented with chronic low back pain which reportedly had been exacerbated by a motor vehicle accident ((B)(6) 2008), pain down legs, numbness to the toes and a herniated l4 <(>&<)>l5 disc. On (B)(6) 2009 the patient presented with pain and the diagnosis of with cervical stenosis and myelopathy pain. The patient underwent a cervical spine MRI which showed a c6-7 disc ridge complex with cord compression; no significant cord signal abnormality; cord deformity; and minimal foraminal stenosis was noted at other levels and the c5-6 level on the left side and right side at c4-5 levels. On (B)(6) 2009, the patient presented with left sided hip pain, buttock pain, low back pain and pain down the lateral leg with shooting pain that occurred posteriorly down to the knee. Per the billing records, the patient presented with a diagnosis of herniated lumbar disc; herniated cervical disc; <(>&<)> cervical stenosis. The patient underwent cervical spine x-rays. In an addendum to the patient records it stated that prior to the accident the patient was unaware of any significant lower back problems but since the injury there was continuous back pain and left lower extremity radiculopathy that limited activities such as sitting, standing and walking. Physical evidence showed pain on rom and on palpitation of the lumbar paraspinal muscles. Surgical intervention was recommended for both the cervical and lumbar spine. On (B)(6) 2009 the patient presented with cervical myelopathy and bilateral leg radiculopathy. A previous MRI of the cervical spine showed central disc herniation at c6-7 impinging on the ventral aspect of the spinal cord. A previous MRI of the lumbar spine showed degenerative disc disease at l4-5 and l5-s1. There was a high intensity zone of the l4-l5 disc suggestive of an annular tear. There was bilateral neural foraminal stenosis at l5-s1. Previous radiographs showed grade 2 spondylolisthesis and bilateral pars fractures at l5. On (B)(6) 2009 the patient presented with cervical myelopathy and the preoperative diagnosis of c6-7 herniated nucleus pulposus with degenerative disk disease, cervical myelopathy, and spinal stenosis. The patient underwent surgery which consisted of an anterior c6-7 diskectomy, decompression of the spinal cord and nerve roots, c6-7 anterior interbody fusion with the placement of a structural interbody allograft to c6-7, and the use of a cervical plate for fixation. No patient complications were noted. On (B)(6) 2009 the patient was discharged from hospital. On (B)(6) 2009, 1 month post op, the patient presented for follow up and to discuss treatment of lumbar disease. The patient had a bilateral pars defect of l4-5 vertebrae with anterolisthesis grade 2 l5 on s1. The patient had bilateral radicular pain in the lower extremities, left > right. Previous radiographs had shown bilateral pars defect at l5 level and anterolisthesis of l5 on s1. A MRI showed grade 2 spondylolisthesis of l5 on s1 with mild foraminal stenosis and canal stenosis and degenerative disk disease at l4-l5 level. A cervical spine x-ray showed status post c6-c7 fusion with no change in alignment compared to a (B)(6) 2009 study and no evidence of hardware complications. There were mild degenerative disc changes and degenerative facet joint changes at the c6 and c7 levels. On (B)(6) 2009 the patient presented with pain. Per the doctor¿s notes laboratory examinations were essentially in normal limits. On (B)(6) 2009 the patient presented with back and leg pain and the preoperative diagnosis of l5-s1 spondylolisthesis with instability, spinal stenosis and degenerative disc disease. The patient underwent a l3-l4, l5-l5, and l5-s1 bilateral laminotomy and foraminotomy, decompression of nerve roots, and cauda equine, as well as posterior interbody fusion at l4-l5 and l5-s1 with placement of an interbody cage device to l4-l5 and l5-s1, as well as a concomitant posterolateral fusion at l4-l5 and l5-s1 with the use of infuse with allograft bone graft and local autogenous laminectomy bone graft. It should be noted that per the operative report, that the procedure was considered difficult due to the patients size and grade 2 spondylolisthesis. Per the operative report¿¿ we were able to get the exposure. It was very difficult to do the interbody fusion at ls-s1, but we were able to protect the nerve roots, incise the annulus at l4-l5 and l5-s1, and remove all disk material with pituitary rongeur and curettes. Sequential trial sizers were used, and the appropriate size interbody cage device was packed with infuse and this was impacted into position at l4-l5 and ls-s1 on fluoroscopy and this was found to be in the appropriate position. At this point, more bone graft and infuse was packed posteriorly in the disk space, being careful not to have it extrude into the epidural space¿.. At this point, a high-speed bur was used to decorticate the transverse processes, facet joints and pars area from l4, ls, and s1 bilaterally. The infuse was wrapped around morselized cancellous allograft, as well as local autogenous laminectomy bone and placed bilaterally from l4-sl, thus completing the fusion. ¿¿ intraoperative imaging showed appropriate positions. There were no patient complications reported. The postoperative course was complicated mostly by issues with pain. On (B)(6) 2009 the patient was discharged from the hospital. On (B)(6) 2009 the patient presented with pain and underwent a lumbar spine x-ray which showed fusion progression without complication. There was a 1 cm anterolisthesis of l5 which persisted unchanged. On (B)(6) 2009 the patient presented with back pain but resolved sciatica symptoms. The patient underwent a lumbar spine x-ray which showed fusion progression without complication. A 1cm anterolisthesis still persisted unchanged at l5. On (B)(6) 2009 the patient presented with intermittent soreness of the lumbar spine which increased with activity. The patient was using a bone stimulator and wearing a corset. The patient had stopped taking narcotic pain medicine. A cervical spine x-ray showed no evidence of loosening or failure. There was some slight vertical radial lucency which may have represented a non-displaced crack through the graft material. Lumbar spine images showed abundant bone graft posterolaterally and no evidence of failure or loosening. On (B)(6) 2009, per billing records the patient underwent lumbar and cervical x-rays. On (B)(6) 2009 the patient presented with severe lower back pain and neck pain. The back pain involved radiation in the left thigh both anteriorly and posteriorly. It was mentioned in the doctor¿s notes that the patient had experienced a ¿rough postoperative course¿. Recent imaging was referenced as showing fusion in process but without complete consolidation at that point. Pain management was managed with oxycontin and oxycodone. On (B)(6) 2009, per the billing records, the patient received a paravertebral injection. On (B)(6) 2009, per the billing records, the patient underwent a CT scan of the lower spine and x-rays of the lower and cervical spine. On (B)(6) 2000 the patient underwent a lumbar spine epidural injection. On (B)(6) 2010, per the billing records, the patient underwent a MRI and CT of the lumbar spine. On (B)(6) 2011 the patient presented with elevated liver chemistry. The patient reported significant neck and back pain, migraines, insomnia, depression and frequent nausea. Per the doctor¿s notes, the patient had elevated ast and alt levels. The doctors noted that in 2010 the patient also had elevated levels. Hepatitis serology was checked and the result was negative. On (B)(6) 2011 the patient underwent a series of lab panels all of which were negative with the exceptions of the (B)(6).

Manufacturer narrative:
Review of radiographic studies found as follows: (B)(6) 2010 lumbar MRI studies are done with gadolinium showing no infection or tumor. Scar is seen in area of previous fusions. Crescent interbody spacer is seen well positioned at l4. Upper lumbar MRI shows no compression and reasonably good disc hydration above the l4 to s1 fusion. Grade ii spondylolisthesis is documented at l5. On (B)(6) 2010 CT lumbar sagittal reconstructions show pedicle screw constructs at l4, l5 and s1 with interbody spacers at l4 and l5. Residual grade ii slip is note at l5. No stenosis is verified centrally but foramina at l5/s1 appear to have scar or heterotopic bone worse on the left behind the insertion point of the interbody spacer. Posterolateral fusion is also noted. L4 screws are noted to be bicortical. On (B)(6) 2010 ap and lateral cervical x-rays show previous acdf at c6/7 with plate and autograft/allograft. This appears well fused. There is also mild kyphosis noted through c4/5 and c5/6. On (B)(6) 2010 cervical MRI very poor quality single shots that do not provide diagnostic data. On (B)(6) 2010 multiple x-rays lumbar show pedicle screw construct l4 to s1 in good position with midline decompression and interbody spacers at both levels. On (B)(6) 2011 brain MRI no clear pathology noted. No deviation or enhancing lesion seen. Symmetry appears maintained. Study is not germane to this discussion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.